Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 12, 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a 20 watt holmium laser with settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure and outside the patient, the fiber body broke at the access scope junction, light and smoke were also observed. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 0.5 mm and appeared unused. Additional examination under magnification revealed that the pattern on the tip face was consistent normal degradation. The fiber was fractured approximately 86cm from the distal tip. There was no damage on the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break and as a result effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on august 12, 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a 20 watt holmium laser with settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure and outside the patient, the fiber body broke at the access scope junction, light and smoke were also observed. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.